Event description:
The customer reported the system displayed no signal input on both monitors. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and found the system's interface pcb not seated properly onto the backplane causing f9 fuse to open. The pcb was reseated. The system now operates as intended.